Event description:
Boston scientific received information that this right ventricular (rv) lead impedances have been increasing over some time. Six months ago the impedances were at 970 ohms and are now at 2,000 ohms. There was no noise observed with the high pacing impedances. The patient is not pacemaker dependant. The physician discussed their options with boston scientific technical services (ts). The physician stated that they may monitor the patient for now. No adverse patient effects reported.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead impedances have been increasing over some time. Six months ago the impedances were at 970 ohms and are now at 2,000 ohms. There was no noise observed with the high pacing impedances. The patient is not pacemaker dependant. The physician discussed their options with boston scientific technical services (ts). The physician stated that they may monitor the patient for now. No adverse patient effects reported. Additional information received indicated that the rv lead was found to be fractured at suture sleeve sight. The rv lead was surgically abandoned. No additional adverse patient effects were reported.